Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had 2 sensors he inserted and were not reading correctly. The customer removed the sensor and found that the cannula had broken into the body. Customer did see blood at the site but was not bleeding at the time. Customer declined troubleshooting and was advised to seek medical assistance. Blood glucose value is unknown.